Manufacturer narrative:
The issue was reported on the q1-2019 vmsr report, however based on a second review the complaint was determined not reportable.

Event description:
The implant failed due to the wrong size being used.